Manufacturer narrative:
Per the instructions for use (IFU), thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Anticoagulation therapy must be evaluated patient by patient. The cause for valve thrombosis is thought to result from an interaction between components of blood and the prosthesis or turbulent blood flow in and around the prosthesis. Several factors can cause development of thrombosis, including: inadequate anticoagulant therapy after valve implant, atrial fibrillation, medications, cancerous tumors, systemic diseases (e.g, systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), and reduced cardiac pumping (low ejection fraction). Thrombosis has an extremely low incidence rate in bioprosthetic heart valves. Thrombosis is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Since the mechanism of thrombotic deposition on bioprosthetic heart valves is not fully understood, the cause cannot always be confirmed. During the manufacturing process, all edwards valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the cause for the reported valve thrombosis cannot be confirmed; however, it may be related to the mechanisms described above. In addition, patient co-morbidities (history of thrombus, dvt) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Method: (B)(4): no testing methods performed. Result: (B)(4): no results available since no evaluation performed. (B)(4): human factors.

Event description:
Approximately 5 months post tavr procedure, the 29mm sapien xt valve in the mitral position was explanted. The patient presented with bioprosthetic mitral regurgitation with degeneration of his bioprosthetic valve. The patient underwent a transapical approach to a valve-in-valve implantation with a 29mm sapien xt valve. Subsequent to this, there were findings of thrombus along one of the leaflets of the mitral valve with significant mitral stenosis. The mitral valve was explanted and a surgical valve was implanted in its place. In review of medical records (operative report), preoperative tee demonstrated evidence of severely reduced ejection fraction on the order of 10% with a relatively preserved right ventricular function, significant thrombus along the indwelling mitral valve prosthesis with significant mitral stenosis, and moderate aortic stenosis of the indwelling bioprosthesis. There was dense adhesions between the patient's left ventricular apex and the anterior chest wall consistent with the patient's prior transapical approach to valve in valve mitral valve implantation. The mitral valve did have an indwelling valve-in-valve sapien with an old mitral bioprosthesis. There was evidence of severe mitral stenosis with thrombus visible along 2 of the 3 leaflets. There was also significant debris visible along both the original mitral valve as well as the valve in valve implantation. The patient tolerated the procedure well and was transferred for post management care.

Manufacturer narrative:
Add UDI # (B)(4).